Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 135cm transend¿ guide wire was selected for use to cross a lesion; however, during preparation the distal tip split after shaping. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.